Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported she was getting out of her son¿s truck on the day of this call and she slid down on the seat. Her toe was now curling. The toe curling stopped after turning stim down. Patient stated the implant site was sore because she just had the device implanted but she was not in pain. She called yesterday and changed the program because it was hurting her. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the setting was too high. No further information reported.